Manufacturer narrative:
This report was originally received on 11/25/96. Additional info relating that this was a non-reportable event was received on 1/3/97. The MFR's internal reference #96l6845.

Event description:
Additional info was obtained from the reporter. Nurse reports that at the time of implantation it was realized that there was not enough support for this lens so an anterior chamber lens was implanted instead. This event was unrelated to the lens.